Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to see any portion of the sensor wire. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).